Manufacturer narrative:
Date of event: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Ben-haim, s., flatow, v., cheung, t., cho, c., tagliati, m., alterman, r.l. Deep brain stimulation for status dystonicus: a case series and review of the literature. Stereotactic and functional neurosurgery. 2016. 94(4):207-215. Doi: 10.1159/000446191. Summary: we present our experience with pallidal deep brain stimulation (dbs) in 5 dyt1-positive patients with status dystonicus (sd) and provide a review of the literature to examine optimal management. Reported events: one (B)(6) female patient underwent bilateral globus pallidus internus (gpi) deep brain stimulation (dbs) implant for treatment of dystonia. One month postoperatively, the left device required explant due to infection and was replaced three months later without further complications. The authors reported that the patients were implanted with either a 7426 soletra, 37602/37603 activa sc, or 37612 activa rc neurostimulators, and model 3387 leads. It was not possible to ascertain any additional specific device information (such as serial numbers) from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.